Event description:
The pt stated, that he awoke feeling "lousy" at 3:51 am. At that time, his blood glucose reading was 511 mg/dl. He reported a normal blood glucose value of 140 mg/dl. He reported thirst as a symptom of elevated blood glucose. In response, he injected 20 units of insulin by syringe. At 5:59 am, his blood glucose reading had decreased to 311 mg/dl. He then stated that he boluses 1.0 unit of insulin 6 times because he observed 04 (occlusion) errors on his infusion device if he attempted to bolus more than 1.0 unit of insulin at one time. At 6:45 pm on that day, his blood glucose reading had decreased to 145 mg/dl. After eating a pizza, he then reported a blood glucose value of 525 mg/dl at 7:42 pm. He attempted to bolus, but he again observed the occlusion error. He then injected 30 units of insulin by syringe to decrease his elevated blood glucose. During troubleshooting with a company rep, the infusion set was changed and, upon inspection, it was determined that the headset cannula in use was bent. At that time, the pt reported changing headsets every 5 days. The pt was advised to change headsets every 3 days as described in the product labeling. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.